Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient bothered by halos and not able to see well up close needing readers. The iol was exchanged for another monofocal lens 11 months following the initial implant procedure. Additional information has been received that the symptoms were resolved and there was no patient harm.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the (intraocular lens) iol. Iol received in two segments, loose in a plastic bag along with a piece of foam, no product identification. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is cracked/fractured and scratched/marked-rejectable with two small pieces missing. Based on the results from the product history record, the products met release criteria. The root cause for the reported complaint could not be determined. The observed damage is consistent with lens having been explanted. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).